Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: on investigation, the display lens was confirmed to be damaged by scratches and was not clear or legible. Unrelated to the original complaint, the display was noted to be dim/faded and discolored and the battery compartment cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue; scratched display lens. It could not be determined if the user could read the display safely. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.